Event description:
Per the clinic the patient experienced a dislodged magnet and no sound with the device, subsequent to sustaining a head trauma (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.